Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to high blood glucose levels. The customer's blood glucose at the time of admission was 375 mg/dl. The customer was vomiting and dehydrated prior to the hospitalization. The customer was not involved in a vehicular accident. The customer also was inquiring about the reservoir lot numbers for the insulin pump. Nothing further reported.